Event description:
During an orif revision of a previous hip arthroplasty proximal periprosthetic femur fracture procedure, while the surgeon was tensioning the cable after implanting the plate, the provisional tensioning device broke internally. The broken fragment was retrieved immediately. X-ray taken confirmed all broken fragments were retrieved. Surgeon used another tensioning device to complete the procedure. There were no significant time delay from the broken device and patient is reportedly recovering well.

Manufacturer narrative:
Visual inspection found that the canted coil spring was missing. The supplier reviewed the dhrs and determined that the device was made to specification at the time of manufacturing. The spring groove was determined to be in tolerance on the returned device. The returned device passed the functional inspection as well. The supplier determined that the probable root cause was that the canted coil spring was dislodged from the provisional tensioning device upon removing it from the attachment bit. Simulation of the complaint was performed on 1.7mm stainless steel cable. This instrument is missing the retaining spring that is intended to retain the attachment bit so that it does not fall out. Otherwise this device meets the intended use which is to hold cable tension up to 50kg after cable has been tension. The design of this instrument was reviewed and determined to meet the intended use.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found. The product conformed to all requirements.